Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that during use on a patient, the "catheter broke while giving injections under correct parameters". As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. No patient harm or injury. Patient status is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The specific lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use on a patient, the "catheter broke while giving injections under correct parameters". As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. No patient harm or injury. Patient status is reported as fine.